Event description:
Customer reported a pump alarm during the loading process, labeled as alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was unable to resume insulin therapy due to recurring cartridge alarms, despite assistance in loading a new cartridge. As a corrective action, the pump was replaced, and the customer will use multiple daily injections (mdi) as backup therapy.